Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the 2d long film spin cannot be taken. After reboot, system was constantly beeping when on. No patient was present at the time of event.

Manufacturer narrative:
H3, h6: the manufacturing representative (rep) went to the site to test the imaging system and replaced the ps1 power supply. The voltage was adjusted to the specified level. The imaging acquisition system (ias) powered on correctly. Gain calibrations were performed, and 2dlf functioned properly. A system checkout was completed, and the imaging system is operational. H3, h6: the component was returned to the manufacturer for analysis. The analysis confirmed the reported complaint of unable to take 2dlf. The ps1 failed the bench test, and visual inspection confirmed that the ps1 power supply was electrically overstressed, with damaged resistors. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.